Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Physician had difficulty lifting a flap on (B)(6) 2019. It took him 20 minutes to lift the right eye (od), and still sticky on the left eye (os) but able to lift, however, epithelium was sloughing for both eyes. Bandage contact lens bcl's were used on both eyes and the physician stated at one-day post-op od visual acuity va-20/400 and os 20/200. The patient was approx. -7.00 ou. Od abrasion involves pupil area, and no abrasion os. Auto refraction shows no improvement and no significant edema both eyes (ou). Flaps lifted fine and no issues to report on other patients treated that day. Contact stated that the laser room is having temp / humidity issues and that they were having the system worked on (B)(6) 2019.

Manufacturer narrative:
Correction; in initial report, the manufacturer year provided was inadvertently reported as 3/31/2012, however the correct date is 03/29/2012. Correction: conclusion code: 4309 - cause traced to environment. Correction: in initial MDR, only partial field service was included, it should have also indicated the field found the site¿s air conditioning malfunction and the temperature in the surgery room was climbing. The field advised the account to fix the air conditioning prior to surgery as it would affect the performance of the laser equipment. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.